Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using two proglide devices with a 6f sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, a suture break occurred when advancing the knot of the first proglide device. Another proglide device was deployed; however, the physician found three sutures present when harvesting the suture. The rail suture appeared to have frayed. The physician attempted to advance the suture by "capturing the intact rail suture"; however, the suture split and was unable to be used to achieve hemostasis. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.